Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was dislodged. The pacemaker was programmed off. The patient remained in a stable condition.